Manufacturer narrative:
Product analysis : analysis was able to confirm the customer comment that the output connector was broken, however analysis was unable to confirm the customer comment of the hanger assembly missing. It was noted that the lower case was broken and there was foreign material found under the test access label. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damage to the ports and the hanger was missing. The product has been returned for service. There was no patient involvement.